Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report from USA stating device did not function due to damaged bearing. The device was not used in surgery. Injury did not occur. It is unk if medical intervention or surgical delay occurred. There was no additional info provided.